Manufacturer narrative:
B4: 01jul2021. The customer reported to have ordered and installed the solenoid valve. The ventilator was tested and returned to respiratory service. No other anomalies were reported.

Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Event description:
The customer reported that the ventilator was displaying a proximal autozero alarm that would not clear. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and the philips remote service engineer (rse), who confirmed the reported issue. The investigation is ongoing.